Manufacturer narrative:
(B)(4). Manufacturer eval/investigation currently in process.

Event description:
Originally reported to (B)(4), pt self-tester reports protime inr 1.8 vs lab inr 3.0. Pt therapeutic range 2.0 - 2.5 inr. Adjustment to coumadin dosages now based on lab results. No reports of adverse events, serious injury, or intervention.